Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had previously slipped and fallen and lost therapy from the scs system. A system diagnostics showed high impedance. Surgical intervention was taken, the old electrode was explanted and replaced. Effective stimulation therapy was reportedly restored postoperatively.